Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-6480 dw system will not perform the suction function. This was discovered during an unknown time, there was not patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. See the attached vendor evaluation for further details.